Event description:
It was reported shortly after the spinal cord stimulator was replaced (see MFR report # 3004209178-2010-07880) the pt had continued pain and swelling of the dorsal thoracic wound and a fever of 103 fahrenheit. Needle aspiration of the dorsal thoracic site obtained a small amount of (B)(6). The pt was admitted to the hospital, IV antibiotics were started, and a CT scan was performed showing a small "pocket" around the electrode lead. The abdominal pocket also became swollen. The device was explanted and there was a complete resolution of the infection. For info about events following the explant, see MFR report # 3004209178-2010-07881.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.